Event description:
On (B)(6) 2025, it was reported that the user experienced a low blood glucose event. The user was utilizing the freestyle libre 3+ cgm system which displayed 91 mg/dl while the fingerstick reading was 69 mg/dl. The ilet device alerted to the low glucose level. The user self-treated successfully with two glucose tablets, and later consumed a beverage to help raise their glucose. Blood glucose returned to a higher level. No symptoms, outside assistance, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.